Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that on (B)(6), the patient ¿moved wrong¿ and had back pain ever since. The patient had back fusion and had hardware there and wondered if a nerve was hit, and had a call with their doctor for direction. Additional information was received a day later. The patient had pain in their lower back after pulling something out. It was noted that was not from the stim and the patient still had pain at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead.

Event description:
Additional information from the healthcare professional (hcp) reported that the patient stated that she moved her leg to get out of the car, she felt something pull in her back. The patient complained of pain in her lower back on the right side, and stated it felt like a ¿pulling pain.¿ the patient stated that she could feel stimulation from the device. The hcp stated there was message from the registered nurse to the doctor. The doctor advised the patient to turn down stimulation 1 or 2 step from current setting. The patient stated a manufacturer representative (rep) from the manufacturer advised her to increase stimulation since she was not getting the desired results. The patient increased to 4.3. The hcp stated the cause of the pull was likely from the motion of getting out of the car. The patient stated that she did not think the pain was coming from the stimulator. There were no further complications that have been reported as a result of this event.